Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Consultant reports surgeon performed a c5-c7 anterior cervical fusion with a c6 corpectomy on the patient on (B)(6) 2001, using a synmesh cage at c6, and a cervical spine locking plate (cslp) from c5-c7. Patient returned to surgeon on an unknown date due to pain and myelopathy related to the c4-c5 disc level. On (B)(6) 2013 surgeon returned the patient to the operating room to address the myelopathy at c4-c5. He removed the original cslp hardware at c5-c7; noted that the right c5 screw was broken near the head of the screw, but that the patient had a solid fusion. Both pieces of the screw were retrieved. Surgeon then performed an anterior cervical discectomy and fusion (acdf) at c4-c5 and placed mtf product bone filler in the disc space. Another cslp plate was placed from c4-c5. Surgery was successfully completed. This report is on the 1.8mm ti locking screw. This is 7 of 9 reports for complaint (B)(4).